Event description:
Siemens healthineers was notified on january 31, 2024 of a patient injury via a patient initiated medwatch report number mw5150206 from the FDA. The patient alleges that they underwent an MRI examination of the lower back on (B)(6) 2023, at 3:15pm with the magnetom altea system. The patient wore nrr 33 db earplugs and well as nrr 30 db headphones. This information was confirmed by the MRI facility. The patient stated that the noise from the MRI was ¿fairly loud¿ during the examination; however, they stated that they thought this was normal and did not alert the technician. The examination was completed. After the examination, the patient noted their hearing threshold was altered (¿muffled¿), and their mild tinnitus, which was already present in the patient's left ear for many years, had become much greater and is also now present in the right ear. Siemens healthineers corresponded with the patient on (B)(6) 2024 and (B)(6) 2024. The patient states they underwent an audiogram and an examination by an ear, nose and throat (ent) physician on (B)(6) 2023. The patient stated that their hearing is "almost back to normal" after it persisted for weeks after the MRI examination but states the tinnitus has not improved despite the treatment provided by the ent. The ent prescribed ear drops to keep the patient¿s ears clean and magnesium/riboflavin supplements. According to the patient the treatments have not helped, and the tinnitus has not improved as of (B)(6) 2024.the patient states that the ongoing tinnitus has worsened their quality of life, and this has led to depression.

Manufacturer narrative:
H3, h6: siemens healthineers has initiated an investigation of the reported event. The investigation is ongoing. A supplemental report will be submitted if additional information is obtained upon the completion of the investigation. H6: code 4756 was utilized for component code because not enough information was provided to siemens to determine what system component, if any, may have contributed to the complaint event.

Manufacturer narrative:
E1: reporting facility us state was added. D4: complete UDI number was added. H3, h6: siemens healthineers has completed the investigation of the reported event, MRI system, and hearing protection. For the investigation siemens healthineers requested the respective log files and the sequences that were used during the patient's examination. However, as the patient underwent the MRI examination on (B)(6) 2023, and siemens healthineers was not informed about this complaint until january 31, 2024, the requested information was not available anymore. Therefore, no further investigation of this issue was possible and the cause for the patient's tinnitus could not be determined. In general, the magnetom family, operator manual ¿ mr system and coils, syngo mr xa51 explicitly warns that noise development during an mr examination may lead to hearing impairment up to permanent hearing loss. It is explained that by switching the currents in the gradient coils for imaging purposes, the mechanical forces lead to noise development (humming, knocking noises) during the mr examination which can exceed 99 db(a) in the bore. The patient is to be provided with appropriate hearing protection that lowers noise to at least 99 db(a). To avoid any hearing issues the magnetom family, operator manual ¿ mr system and coils, syngo mr xa51 describes how adequate attenuation levels can be achieved by using, for example, ear plugs. The standard siemens MRI headphones are intended for communication with the patient and can be used in combination with ear plugs. For appropriate sound attenuation, the proper use of hearing protection is important. All personnel are to be trained to correctly apply the hearing protection. The system specific technical data are detailed in the magnetom aera, system owner manual ¿ 5 technical data, syngo mr xa30. There it is stated that the a-evaluated, effective sound pressure level was measured according to nema ms 4-2010 (national electrical manufacturers association) using the maximum gradient acoustic noise (mgan) method. Hearing protection for the systems with xj gradients 18db or more is necessary. This instruction was complied with during the patient's examination according to the information obtained from the facility. The standard siemens MRI headphones reduce noise by a single number rating of snr less than or equal to 13 db. Magnetom family, operator manual ¿ mr system and coils, syngo mr xa51 states that all hearing protection devices must provide the required level of sound attenuation. According to the facility, the patient wore nrr 33 db earplugs and well as nrr 30 db headphones. In summary, the provided hearing protection should have been sufficient to prevent any damages to the patient's hearing. Unfortunately, no root cause for the aggravation for the patient's tinnitus could be found. It might be possible that the patient's hearing was more sensitive to loud noise due to the already present tinnitus in their right ear. This complaint has been closed.